Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. It is likely that these complications have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Event description:
Information was received based on review of a journal article titled, "inferior glenosphere placement reduces scapular notching in reverse total shoulder arthroplasty" which aimed to evaluate the incidence of notching with an eccentric glenosphere that allows for inferior offset as well as its effect on clinical outcome using the comprehensive reverse shoulder system manufactured at biomet. The study consisted of 82 who underwent reverse shoulder arthroplasty with this eccentric glenosphere. Average age was 74 years old and follow-up was 26.3 months. 73 patients had no notching, 5 had grade I notching, 2 had grade ii notching, and 2 had grade iii notching. The overall presence of notching was 11% and correlated to the amount of inferior offset. Fourteen (14) of the 82 patients underwent the reverse shoulder arthroplasty as a revision to a previous total shoulder arthroplasty. It is unknown if biomet products were revised in these surgeries. No revision during the follow-ups is mentioned in the article.

Manufacturer narrative:
(B)(4). This report is being submitted late as it has been identified in remediation. This follow-up report is being submitted to relay additional information. The following sections were updated: added additional information, added patient and device codes, added health professional, added additional manufacturer narrative. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) and complaint history review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This report addresses fourteen (14) of the 82 patients underwent the reverse shoulder arthroplasty as a revision to a previous total shoulder arthroplasty.